Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy and is unable to enter MRI mode, patients leads have low impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction a4- weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that patients system was explanted on an unknown date due to skin erosion from patients lead [related manufacturer reference number: 3006705815-2024-05728] to address the issue.